Event description:
On (B)(6) 2013, at (B)(6), during service for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the field technician observed that the cardiohelp unit would switch off as soon as the main power cable was removed. The situation happened two times. The unit would not switch over to battery power. No patients were involved in the event. (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by a ssu technician and the batteries were replaced. The device was tested to factory specifications and passed all tests. (B)(4).